Event description:
It was reported that the user¿s ilet displayed recurring alert 75 after multiple restarts, identified as a device alarm consistent with a vibe i2c power issue, and a replacement device was provided while the user continued use without blood glucose impact. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no need for medical intervention. Investigation included user troubleshooting with device restarts and receipt and inspection of the returned device. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.